Event description:
It was reported that the patient had a seizure and was wondering whether there was a correlation between scs (spinal cord stimulator) and seizures. It was also reported that impedance testing and reprogramming were done as diagnostic testing / troubleshooting. The issue was resolved, the cause of the issue was not determined. Patient status at time of this report was alive with no injury. Two weeks later it was reported that the seizure had nothing to do with the scs.

Manufacturer narrative:
Product ID 3487a-56 lot# v353247, implanted: 2010 (B)(6); product type lead product ID 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3487a-56 lot# v370438, implanted: 2010 (B)(6); product type lead product ID 37752 lot# serial# (B)(4); product type recharger product ID 37743 lot# serial# (B)(4); product type programmer, patient. (B)(4).